Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: 439878 lead, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.